Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump delivered normal saline at a higher rate or volume than programmed (over infusion) during therapy in the intensive care unit. The device was programmed to deliver 500ml, of a 0.9% solution of normal saline, at a rate of 60ml/hr. The customer also stated that there was no patient injury. All the information regarding the patient and event reported to baxter by the customer has been reflected in this report.